Event description:
It was reported the patient¿s implantable neurostimulators (ins) shut off in a store. The patient mentioned doors, arches, and an airport. The patient stated that they did not understand why they had a patient programmer and asked if they had to check to see if something was wrong. On (B)(6) 2015 the patient met with their healthcare professional (hcp). The patient never had a patient programmer before and they never had to do anything with their prior inss. At the time of this report the patient was able to check the both ins's and they both showed on and okay. Follow up with the patient¿s hcp indicated the patient¿s current inss had not turned off and on. No actions were taken and the patient was educated on the use of the patient programmer and how to check the inss. The patient had contacted the hcp to discuss how to turn the inss off and on since they were concerned the inss would turn off or on when entering or exiting a store. The patient had a 50 percent or greater symptom reduction and the patient had recovered without permanent impairment.

Manufacturer narrative:
Concomitant medical devices: product ID: 37642, serial#: (B)(4), product type: programmer, patient. Product ID: 3 7602, serial#: (B)(4), implanted: (B)(6) 2014, product type: implantable neurostimulator. Product ID: 3389s-40, lot# v079662, implanted: (B)(6) 2008, product type: lead. Product ID: 7482a51, serial#: (B)(4), implanted: (B)(6) 2008, product type: extension. Product ID: 7482a51, serial# (B)(4), implanted: (B)(6) 2008, product type: extension, product ID: 37602, serial# (B)(4), implanted: (B)(6) 2014, product type: implantable neurostimulator. (B)(4).

Manufacturer narrative:
(B)(4).